Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a cracked battery cap from the insulin pump. The customer's blood glucose reading was 424 mg/dl. The mother stated that the battery cap is stripped to the point where she cannot tighten it enough and the screen goes blank from it not being tight. The customer stated that the screen went blank. The mother is not with her daughter at the moment. The customer will be sent a replacement battery cap.